Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, low sensing and high capture threshold was noted on the lead. The lead was explanted and replaced. The patient's condition is fine after the event.